Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level as well as motor error alarm. Customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with shot. Customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind. Troubleshooting was performed for motor error alarm. Troubleshooting was not performed for high blood glucose level. The device will be returned for analysis. Frn-unk-rsvr, unomed-set.